Event description:
One patient sample with low glucose and calcium results that were higher when repeated. Initial glucose gave < 2 mg/dl and calcium gave 6.9 mg/dl. Same sample repeated on same analyzer, gave glucose result of 73 mg/dl and calcium result of 8.4 mg/dl. Initial results not reported. The field service representative was unable to determine the cause of the discrepancy.